Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of 31 mg/dl at the time of the incident. The customer was using pump auto mode at the time of the incident. The customer was given gel to treat. The customer was not wearing the insulin pump during the incident, within less than 24 hours. Troubleshooting was not completed. The customer had eaten a snack, went down to 53 mg/dl, disconnected from the pump then drank sugar water, ate chocolate, food, and was still not going up. The insulin pump will not be returned for analysis.